Event description:
Customer reported that the pump did not have any audio tones. Self-test was performed and customer reported that the pump did not beep as expected.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.